Manufacturer narrative:
The impacted product was received by the failure analysis lab on december 17, 2024. The investigation of the returned device was completed by the failure analysis lab on december 20, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have multiple bubbles within the gel. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Bubbles in gel can originate with changes in pressure and temperature which will affect volume. The shell wall is permeable to air, so trapped air can form bubbles with changes in pressure (e.g., air transportation) or temperature. When left by themselves with no changes in temperature or pressure, bubbles usually dissipate over time, unless trapped by cured gel. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bubbles. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a procedure was being performed with a 320cc mentor memorygel boost breast implant and some unusual looking bubbles were noted on the device. This device was removed and a new 320cc mentor memorygel boost breast implant was placed. While closing the implant site the new 320cc mentor memorygel boost breast implant was ruptured. The ruptured device could not be used. The contralateral device had to be explanted so the patient could have a device of the same size on each side. This result was assessed as an additional surgical intervention without patient consequence.

Manufacturer narrative:
Additional analysis of the complaint was performed on november 22, 2024. The event, initially reported as a surgical intervention, was clarified to be a prolonged surgery bilaterally. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).